Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm during self test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir was messed up on the insulin pump every time the reservoir was inserted, it takes time to start new reservoir and the piston looks wobbly it started about a week. Customer able to successfully clear the alarm. Customer able to complete rewind. The self test was failed. The device will be returned for analysis.